Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.0, poc: 3.4. Date: (B)(6) 2010, inratio: 4.7, lab: 3.2. Results were taken within 10 minutes of each other.

Manufacturer narrative:
Investigation pending.